Manufacturer narrative:
The 510 (k) is k073231.

Event description:
The lay user/patient's reporter contacted lifescan alleging the meter does not turn on with the test strip insertion and with the power button. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.